Event description:
The manufacturer was notified on (B)(4) 2014 that mitroflow valve (model, size, serial # unknown) was explanted after 4 years. Mitroflow was explanted following patient symptoms of pulmonary oedema on (B)(6) 2014 at (B)(6) hospital. Patient has no reported metabolic disorders or renal impairment.

Manufacturer narrative:
Result = review of device history records will be conducted upon identification of the valve serial #. Histopathological evaluation will be performed upon return of the device.